Event description:
During a ptca procedure, the physician felt some resistance during advancement. Upon removal the wire broke and was removed without incident. No pt injuries or complications occurred.